Event description:
Pt was found with right foot against side of pr02000 heater. Blisters were found requiring medical treatment. Heater is warm; has padded "jacket" which covers only front and around lateral surfaces. Heater was at the foot of the bed. No "frames" for hanging heater off the bed were available from the supplier.